Event description:
This device is not able to be interrogated. The device remains implanted at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device was explanted and replaced on (B)(6) 2022. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened, and the inner assembly was inspected. The inspection revealed that some components of the electronic module had been damaged, resulting in a permanent high current condition that depleted the battery. Based on the damage symptoms, it is reasonable to assume that the damages were caused by an MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly led to such rare events, like the observed damages of the electronic module and does not represent a device malfunction. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.